Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the host pc was not turning on. After reviewing log file, fse did not found any issue contain host pc malfunction. Fse replaced host pc of the system. After replacing the host pc, the system was returned to use in good working order. The defective part was returned for analysis. The failure was identified to be the unit non-functional. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc failed to turn on. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.